Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED however no service codes or warnings were found in the device's history. Should additional information become available, a follow-up MDR shall be submitted.

Event description:
A customer reported the AED's voice / speaker is low. They reported this did not occur during patient use.

Manufacturer narrative:
The unit was returned for further evaluation. Upon receipt, the device was bench tested, and the reported issue was confirmed. The findings suggest that the issue may be related to a non-functional speaker component.